Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of staphylococcus argenteus as staphylococcus aureus in association with the vitek® ms (ref 410895u, serial (B)(4). The customer reported they had obtained an identification of staphylococcus aureus, but when the isolate was analyzed by a reference laboratory, the identification was determined to be staphylococcus argenteus. Vitek® ms: staphylococcus aureus, reference lab: staphylococcus argenteus. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. To be noted, staphylococcus argenteus is not currently included in the vitek ms knowledge base. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in germany notified biomérieux of obtaining a midentification of staphylococcus argenteus as staphylococcus aureus in association with their vitek® ms (ref 410895u, serial(B)(6). No allegations of harm (directly or indirectly) to any patient, operator, or service personnel were reported. Investigation: investigator reviewed biomérieux database for similar reports and found two other complaints from other sites misidentifying staphylococcus argenteus as s. Aureus. No capas nor non-conformities against vitek® ms are linked with the customer¿s complaint. Fine tuning: the last fine tuning report was not provided. Consequently, it was not possible to conclude on the fine tuning quality before the identification issue. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected identification is staphylococcus argenteus (based on sequencing), which is not present in vitek® ms kb v3.2. A change request has been implemented to add s. Argenteus to the next vitek® ms knowledge base version (v3.3). Reprocessing the customer data with next vitek® ms kb v3.3 (under development), spectra led to a single choice of staphylococcus argenteus; solving the misidentification. There exists a system limitation in the vitek® ms knowledge base user manual ref. (B)(4) a for vitek® ms clinical use v3.2: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ root cause: system limitation (tested species not in the vitek® ms kb 3.2). Corrective actions a change request to add s. Argenteus to the knowledge base library has already been implemented in the next version. No further corrective action is called for at this time.